Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-1907 and 9616099-2008-1908. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the study. The patient is a male with a history of hypertension, hyperlipidemia, myocardial infarction, and a family history of coronary artery disease. The indication for the index procedure was a previous non q-wave mi (>7 days before index procedure). The target lesion was the mid to distal left anterior descending artery. Vessel diameter was 2.75mm and the lesion length was 65mm. Pre-procedure stenosis was 68%. The lesion was de novo and eccentric. The lesion was pre-dilated with a 2 x 15mm balloon at 12 atm. Three stents were implanted, overlapping in the lesion. Another cypher was deployed in the lesion at 16atm. A cypher was deployed in the lesion at 16atm. A cypher(third) was deployed in the lesion at 16atm and post-dilated, because the stent was not fully expanded. Post-dilation was conducted with a 3 x 15mm balloon. Post-procedure stenosis was 8%. A small distal diagonal was occluded within the stented area during the procedure and not treated. The pt was discharged the following day.